Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated. Failure analysis found the instrument to have a piece of the outer epoxy layer of the main tube chipped. The broken piece, measuring 0.168" x 0.222", was not returned with the instrument.

Manufacturer narrative:
A vessel sealer extend (vse) instrument has been received for failure analysis investigations. However, as of the date of this report, the evaluation has not been completed.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure, the vessel sealer extend (vse) instrument hit another arm, causing the vse to bend, and a small piece of the coating chipped off from the instrument. The fragment of the coating was retrieved and removed entirely. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.